Event description:
Drive devilbiss healthcare was notified of an incident involving a swivel seat shower stool by an end user, who stated "the plastic part of upper leg broke away, split at seam," causing her to fall in the tub. Paramedics were called for lift assist, but she did not sustain any injuries that warranted transport to the hospital. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.